Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported there was oversensing on the ventricular lead and it was questioned where the electrograms were stored from the over sensing. No patient complications were reported as a result of this event.